Event description:
Patient presented in-clinic for follow up and externalized conductors were observed via fluoroscopy. Variation in low voltage impedance was also noted. After the physician performed a pc shock, an alert for possible hv lead issue with impedance of 0 ohms was observed. Lead to be replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.